Manufacturer narrative:
Synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 6 most distal stent strut rows were damaged and lifted from the stent profile. The outer diameter of the remaining undamaged section of the crimped stent was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.75x20mm synergy¿ drug-eluting stent was advanced but resistance was felt during delivery. When the device was removed from the patient's body, it was noted that a portion of the stent struts were lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.75x20mm synergy¿ drug-eluting stent was advanced but resistance was felt during delivery. When the device was removed from the patient's body, it was noted that a portion of the stent struts were lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.